Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view, measuring approximately 6.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast augmentation surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the right breast during an in-office visit with a medical professional as the patient was noted to have breast firmness. A baker grade rating was not provided. As a result, the patient underwent bilateral removal and replacement with 590cc mentor memorygel breast implants on (B)(6) 2023. During the surgery, a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. Two devices returned for evaluation, both of which had the same lot number and no identifying side designations. The suspect medical device could not be identified. As such, both devices were inspected, and both found damaged (no instrument damage) per analysis findings. Since both devices were damaged, this file was created to document the event. Refer to manufacturing report number 1645337-2023-11042 for the contralateral event.